Manufacturer narrative:
The pacemaker was returned for analysis, the analysis showed that the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for a system removal procedure due to severe pocket pain. The physician removed the entire system, including the pacemaker, right ventricular lead, and right atrial lead.